Event description:
The customer's mother reported that her son was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 168 mg/dl at the time of the call. The customer changed the infusion set the day prior to the hospitalization. Troubleshooting was performed and the mother stated that the bolus history wasn't accurate. The mother stated that the customer had delivered more boluses than what the bolus history was showing. Advised the mother to have her son discontinue using the insulin pump and revert to a back up plan due to the bolus history discrepancy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.